Event description:
Additional information was provided that the patient was seen in the clinic and the physician reviewed the daily measurements and live testing measurements. The physician is electing to continue to monitor the patient. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a low shock impedance of less than 20 ohms. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--